Event description:
It was reported that a display issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D9: device availability ¿ additional. G3: date received by manufacturer - additional. H2: additional information - additional / device evaluation. H3: device evaluated by manufacturer ¿ additional. H6: type of investigation ¿ additional.

Event description:
It was reported that a display issue occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was not performed due to the receiver stuck on initializing screen. A receiver boot test was performed and failed due to the receiver stuck on initializing screen. Functional tests were not performed due to the receiver stuck on initializing screen. The receiver log was not downloaded for review due to the receiver stuck on initializing screen. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.